Event description:
A customer observed falsely elevated trop I es results for a five different samples obtained from a single pt over a five day period and tested on a vitros eci analyzer. The biased results were reported to the physician. Falsely elevated results may lead to inappropriate physician action. There was no report of pt harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Note: this 3500a form (MDR # 9580658-2008-00225) is the second of five mdrs for this event. Five devices were involved. Five samples obtained from a single pt were assayed on the trop I es assay.

Manufacturer narrative:
Investigation of this event concluded that the instrument was operating as intended. Treating the samples with heterophilic blocking tubes yielded lower results than the untreated samples, suggesting the presence of a heterophilic antibodies in the pt's samples. The device labeling, located in the other limitation section of the vitros trop I es instructions for use states: "for troubleshooting purposes, if the c tni result is inconsistent with the clinical picture and is persistently elevated, the sample should be tested for the presence of heterophilic antibodies. These antibodies may be present in the blood samples from individuals regularly exposed to animals or who have been treated with animal serum products." The root cause of the falsely elevated results is the presence of heterophilic antibodies in the pt samples.